Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6)2024, the father of a pediatric ilet user reported hospitalization due to elevated blood glucose (bg) levels of 550 mg/dl and the presence of ketones. The hyperglycemic episode was attributed to inconsistent readings from the dexcom g7 continuous glucose monitor (cgm) starting on (B)(6)2024. The user was disconnected from the ilet and manually administered insulin, with subsequent reconnection to the pump. However, bg levels remained elevated the following morning, prompting a second manual insulin injection and a visit to the emergency room (ER), where intravenous fluids and insulin were administered. The user was still hospitalized at the time of the report. The father noted ongoing issues with cgm readings being consistently 50-100 mg/dl off from fingerstick measurements since (B)(6), despite frequent calibrations and sensor changes every 6-10 days due to the user's activity level and mentioned that the ilet had been fully submerged in water around the time these issues began. A replacement ilet was arranged to be sent overnight, with instructions for the user to revert to backup therapy until the new device arrives.